Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014). The patient¿s meter and test strips (B)(4) have been returned on 2/25/2014 and 3/3/2014, respectively, and evaluated by lifescan product analysis on 2/26/2014 and 3/6/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips (B)(4) involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to have results above range when tested with control solution and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 3pm. The patient reported obtaining a blood glucose result of ¿333 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin. Based on the alleged result, the patient administered self an increased dose of novolog insulin (4 units). About an hour after, the patient claimed he felt symptoms of cold sweat and lethargic. The patient ate a candy bar as treatment in response to his reported symptoms. The patient obtained a blood glucose result of ¿69 mg/dl¿ with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. It was also noted the test strips being used at the time of the reported issue were opened longer than the discard date, expired or stored improperly per the owner¿s booklet recommendations. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.